Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a octaray, galaxy, 48p, 2-5-2-5-2, d-curve and constant alarms were received to indicate an occlusion. Liquid did not seem to enter the catheter as the liquid backed up in the drip chamber. The drip is set at 120 ml/h initially. The medical team tried to reduce the speed of the drip in several rounds, even down to 35 ml/h, but without improvement. The octaray was removed on two occasions to check for a blockage, but the occlusion alarms persisted even when the device was removed from the patient's body. Saline would not drip from the catheter at all. No further information was provided regarding resolution of the issue or if the procedure was completed. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 5-dec-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a octaray, galaxy, 48p, 2-5-2-5-2, d-curve and constant alarms were received to indicate an occlusion. Liquid did not seem to enter the catheter as the liquid backed up in the drip chamber. The drip is set at 120 ml/h initially. The medical team tried to reduce the speed of the drip in several rounds, even down to 35 ml/h, but without improvement. The octaray was removed on two occasions to check for a blockage, but the occlusion alarms persisted even when the device was removed from the patient's body. Saline would not drip from the catheter at all. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31129990l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). The product receipt was mistakenly omitted from initial report. The bwi product analysis lab received the device for evaluation on 29-nov-2023.